Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285) had dislodged after only a short implant time. An invasive procedure was performed to remove the lead, and a new lead, a sweet tip bipolar lead (4269) was implanted.